Event description:
Hamilton medical ag received the following event description: "per biomed, the word they received from hospital staff is that during ventilation the ventilator shut down. The event was not reported per biomed because of no patient harm. The vent is in the biomed shop. They have been running the vent and can not duplicate the error."

Manufacturer narrative:
No patient harm was reported. The ventilator was not returned to hmag for investigation. The log files of the device were received and analyzed. According to the log files ventilation did not stop. After the panel connection lost, biomed checked the power button on the back. It could be switched off and on, and the panel worked again, which indicates that the failure was temporary. As a precaution, it was suggested to replace the interaction panel esm. This file reports the event stated in hamilton medical ag case number (B)(4).